Manufacturer narrative:
Product analysis update: further analysis of the external pulse generator (epg) was performed. The main board was assembled into a g olden unit. The device was powered on with no errors on screen. Upon functional test ran on automated test console the device passed all tests with no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) had an unstable output. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the that the external pulse generator (epg) had an unstable output, however, was able to confirm that the epg generated error code intermittently. It was noted that the logs indicated error codes occurred multiple times. The main printed circuit board (pcb) was found to be electrically out of specification. Additionally, the upper case and the battery drawer were contaminated. The hanger assembly was broken. The main clear cover was missing. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the epg generated an error code intermittently.